Manufacturer narrative:
A sample was not returned for evaluation. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Since the physical sample was not provided for evaluation, the reported issue could not be confirmed. A gemba was carried out in the manufacturing process. Current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could trigger the reported condition. Based on the available information, the root cause could not be determined. Corrective actions are not required at this time. If sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported difficulty pulling the stylet once placement was confirmed. The tubing was flushed with water to lubricate it before the stylet was pulled, but it got kinked and required an uncomfortable amount of force to remove the stylet. No patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.